Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral extrusion of the cuff due to previous problem on patient's urethra. The patient was reported to underwent two previous urethral surgeries which may had weakened the urethra causing the extrusion. A revision surgery was performed to explant the aus. No tissue perforation was reported due to the cuff extrusion. At a later date, a new procedure was performed to place a new aus. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Fields b3 date of event, d6a implant date and d6b explant date: unknown, approximate date used.